Manufacturer narrative:
The reported event of ¿lead had low sensing¿ was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had low sensing due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.